Event description:
The customer contacted baxter's technical service center to report inaccurate fluid reading on a homechoice (hc) machine during use. The registered nurse (rn) stated, the hc was not calculating the initial drain and total ultrafiltration correctly. The technical service representative (tsr) recommended that the home patient (hp) use manual bags for the night since the hp does not think the hc is operational. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for device evaluation for the reported condition of the homechoice (hc) having inaccurate fluid readings. The reported issue was not confirmed via event history log review or sample evaluation. A service history review and device history record review revealed no previous service events were related to the reported condition. The assignable cause was undetermined; however corroded digital pcb could have contributed to the issue. The hc was sent to servicing.